Event description:
Reporter indicated that a sys diagnostic test showed high lead impedance. It was reported that the pt is doing well and no adverse events have been reported. X-rays were reviewed by the MFR and it was noted that the strain relief was inadequate and that the lead was tightly twisted and coiled in the region near the generator. A lead discontinuity was identified in the area near the electrodes and it is likely that a lead discontinuity is also present in the area of the lead that is tightly coiled near the generator site.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.